Event description:
It was observed during the device evaluation that the scope mount and the imaging system of the subjected device were flooded. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: scope mount and imaging were flooded. A root cause could not be identified. Based on the results of the investigation, it is likely that the failure of the imaging unit due to a short circuit condition caused by internal flooding results in loss of images and tissue damage by touching the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.